Event description:
Impella 5 device leaking scant amount of purge fluid from cassette area onto floor. Charge nurse notified. Cassette found to be cracked, changed and purge fluid bag changed. No issues with flows pre or post event. No patient harm.